Event description:
Additional information received reported symptoms related to the even included shortness of breath (sob) and cough. It was noted that the symptoms/reaction were not related to device or therapy. Patient was hospitalized for pneumonia. It was further reported that the patient fully recovered.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when they replaced the patient¿ pump in december 2013, the patient ended up in the intensive care unit until christmas eve in jacksonville, florida. The reporter stated it was not the pump, it was the anesthesia. The reporter further stated that when the pump was replaced the healthcare professional (hcp) came out after surgery and stated that everything was wonderful and the patient would be able to go home in an hour. It was noted the patient suffers from chronic obstructive pulmonary disease (copd) and severe apnea. The reporter stated that unfortunately the patient ended up in the intensive care unit and they were told that happens with anesthesia. The reporter further stated this all occurred when the patient had their pump replaced on (B)(6) 2013. The pump contained morphine and lidocaine. Additional information was requested, but was not available as of the date of this report.